Event description:
It was reported that the patient experienced pain at the ipg site. Additionally, patient is unable to set the ipg into MRI mode. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096207.